Manufacturer narrative:
Based on the available information the device will not be returned, therefore, an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the midfoot nail adapter broke off during the procedure. The piece that broke was still attached to the midfoot nail. When removing the midfoot nail holder from the midfoot nail after implantation, that is when it was noted that the item broke. Debris was retained in the im canal of the metatarsal. It did not impact anything and the surgeon was not concerned with it.

Manufacturer narrative:
Correction - h6 (results code). The complaint could be confirmed, since the information for evaluation matches the alleged failure. The investigation revealed the following: an inspection of the image has shown that the alignment pin is broken of from the implant holder as reported. For further statement it's needed that we receive the product back for investigation. The current instructions for use state: "surgical instruments and instrument cases are susceptible to damage from prolonged use, and through misuse or rough handling. Care must be taken to avoid compromising their exacting performance." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the midfoot nail adapter broke off during the procedure. The piece that broke was still attached to the midfoot nail. When removing the midfoot nail holder from the midfoot nail after implantation, that is when it was noted that the item broke. Debris was retained in the im canal of the metatarsal. It did not impact anything and the surgeon was not concerned with it.